Event description:
Customer reported that their AED was flashing red and prompting an error code of "battery replace now warning. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED was flashing red and prompting an error code of "battery replace now warning; service code or error upon new battery insertion". The customer stated that they got replace battery now warning, tried a different battery pack and got a service code 7010. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.